Event description:
A report was received that the patients ipg had high impedances. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02, (sn (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients ipg had high impedances. The patient underwent an ipg replacement procedure and was doing well postoperatively.